Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during the patients spine surgery the spinal cord stimulator was explanted.